Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. An olympus field service engineer (fse) went onsite and found the customer had selected the wrong input signal on the monitor. Based on the results of the investigation and device evaluation, it is concluded that there was no device malfunction and that there was a problem with how the monitor was used.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Before the unspecified procedure, the endoscopic image disappeared. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.